Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An high reading and error message issues were reported with the freestyle libre 2 sensor. A customer reported receiving an unspecified high sensor scan when compared to an hcp meter. Due to the sensor results, the customer became nervous and experienced symptoms of cold, ¿icy fingers¿, shaking, and dizziness. The customer further reported a reading of 48 mg/dl was received on an unspecified device. The customer was seen at a hospital where a capillary result of 49 mg/dl was obtained and a ¿replace sensor¿ error message was received on the sensor. The customer was diagnosed with hypoglycemia and provided (B)(6) as treatment. There was no report of death or permanent injury associated with this event.

Event description:
An high reading and error message issues were reported with the freestyle libre 2 sensor. A customer reported receiving an unspecified high sensor scan when compared to an hcp meter. Due to the sensor results, the customer became nervous and experienced symptoms of cold, ¿icy fingers¿, shanking, and dizziness. The customer further reported a reading of 48 mg/dl was received on an unspecified device. The customer was seen at a hospital where a capillary result of 49 mg/dl was obtained and a ¿replace sensor¿ error message was received on the sensor. The customer was diagnosed with hypoglycemia and provided coca-cola as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An high reading and error message issues were reported with the freestyle libre 2 sensor. A customer reported receiving an unspecified high sensor scan when compared to an hcp meter. Due to the sensor results, the customer became nervous and experienced symptoms of cold, ¿icy fingers¿, shanking, and dizziness. The customer further reported a reading of 48 mg/dl was received on an unspecified device. The customer was seen at a hospital where a capillary result of 49 mg/dl was obtained and a ¿replace sensor¿ error message was received on the sensor. The customer was diagnosed with hypoglycemia and provided coca-cola as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.